Event description:
During treatment of the anterior communicating artery, the surgeon positioned the 2nd enterprise stent (enc452212/10272845), but after radiography, the surgeon noted the position of the stent was not good. He withdrew the stent, but found it had deployed in the catheter. The surgeon had to remove the microcatheter and stent as a unit and completed the procedure with a new device. There was no adverse event on the patient.

Manufacturer narrative:
(B)(4). The product was returned for analysis; however, the analysis is not yet completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Information regarding concomitant devices or patient age, gender or weight was not provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information provided in the product analysis of 3/5/2014 indicated that the distal tip of the delivery wire (coil) was stretched. Complaint conclusion: during treatment of the anterior communicating artery, the surgeon positioned the 2nd enterprise stent (enc452212/10272845), but after radiography, the surgeon noted the position of the stent was not good. He withdrew the stent, but found it had deployed in the catheter. The surgeon had to remove the microcatheter and stent as a unit and completed the procedure with a new device. There was no adverse event on the patient. One non-sterile enterprise was received for analysis. The product was inspected, and no visual anomalies were noted. The coil tip was found inside the introducer tube. Stent was not received. The coil tip was observed under microscope magnification. A small section near the distal end was found stretched, the rest of distal tip was found slightly wavy. Functional testing could not be done since the stent was not returned for analysis. The device history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The premature stent deployment in the catheter during withdrawal could not be evaluated since the stent was not returned for analysis. The cause of the event experienced by the customer and the cause of the damages found on the coil tip could not be conclusively determined, however it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior shipment. The coil tip was stretched and wavy indicating that the device may have been pulled against resistance. The instructions for use (IFU) warns that if resistance is met during manipulation, determine the cause of resistance before proceeding. Since there was no evidence of a design or manufacturing issue related to the complaint, no corrective/preventive actions will be taken at this time.